Event description:
The caller reported that the pump screen went blank unexpectedly and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact on the customer's blood glucose level. The customer successfully resumed insulin delivery.